Event description:
Balloon fractured circumferentially and pt required surgery to remove pieces that had fractured. Happened on third inflation of balloon. On (B)(6) 2013, updated complaint form received from rep: "left common femoral artery puncture with over the top approach to the right side. Angioplasty of right iliac stent and left common iliac and external iliac. There was a rupture of the balloon during the left external iliac balloon inflation. On removal of the balloon catheter only the proximal 2/3 of the balloon was present. The distal portion was retained in the artery over a guidewire. The retained segment was within the vessel; however, the proximal segment was outside the skin. The retained segment was snared and secured at the groin and the pt was taken to theatre for surgical removal of the retained segment." The complainant did report adverse effects on the pt due to this occurrence. Prolonged stay in hospital.

Manufacturer narrative:
(B)(4). The proximal and distal portions of the balloon were returned. An examination of the returned portions could not find evidence of a linear tear in either portion. In the absence of external restrains the balloon is designed to burst in a longitudinal direction. When sufficiently constricted by, for example lesions or other tortuous anatomy, the tear may go circumferential. After rupture the distal portion will "umbrella", as described in the event, when attempting to resheath which could potentially cause the balloon to separate. The inflation pressures at rupture were not reported. It is possible that pt anatomy or user technique may have been contributing factors to the event. The event description describes an inflation of the "right iliac stent", "left common iliac", and "external iliac". The rupture is described to have occurred in the "left external iliac". It is not directly stated but appears the same device was used for all inflations. This would greatly increase the chance of damage due to pt anatomy and/or insertion and withdrawal from stents. Per dfmea (design failure mode effects assessment) risk spec, balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure (rbp) is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined per qc spec. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. Root cause of the event is inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality risk assessment.